Event description:
On (B)(6) 2026, a patient reported a product quality issue with the insulin set, as some leaking was near the site and the cannula was inside the patient's body, but the leaking still seemed to be coming from there as the area around was sticky. The patient showed symptoms of hyperglycemia.

Manufacturer narrative:
Name: beta bionics inc. Country: united states of america. Street: 8 saint mary¿s street suite 936. City: boston. State: ma. Zip code: 02215. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.